Event description:
At a routine pump replacement (normal battery depletion noted), the physician could not aspirate the catheter. They decided to do a dye study, and dye was not seen in the intrathecal space. Dye was seen outside the spine. He decided to remove and replace the catheter. Upon removal of the original catheter, he determined there was a fracture and some catheter (length unknown) was left behind. It could not be determined if it was epidural or intrathecal. A break in the distal segment of the catheter was reported. The pump and catheter were replaced on (B)(6) 2013. No further symptoms or complications were associated with this event. The patient¿s dose was reduced to 2 mg/day from 15 mg/day. The patient did not report any loss of therapy prior to surgery, and the patient was doing fine post-operatively. The medication infused was morphine.

Manufacturer narrative:
Concomitant products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2013, product type catheter. (B)(4).